Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. However, a potential root cause for this failure mode could be user related (example: over aspirated, incorrect syringe)/collapse lumen/sac close eye/valve damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that there were allegedly 2 separate instances that involved a patient where a catheter balloon would not deflate and had to be brought to (B)(6) to have it removed. The first incident was (B)(6) 2019, and the second being on (B)(6). They thought the first one was user error until it allegedly happened again and noticed it was the same sized catheter. Users were apparently reaching out to see if any other sites had run into issues so we know if we should pull certain lot numbers. On 24-jan-2020 add'l info: #16 fr catheter inserted (B)(6), attempted to deflate balloon (B)(6). Patient sent to urology at (B)(6) (no urologist in (B)(6)) to be removed using cystoscopy. Nurse reported that the catheter was difficult to flush for 2 days. Urine output was 150 ml and bladder scan was 87 ml. Patient complained of "problem with his mechanics" but could not describe the problem. Nurse decided to try to change the catheter as it wouldn't flush properly and was due to be changed on (B)(6). Nurse stated that the inside of the catheter had dark crystal like stuff coating it. When she tried to deflate the balloon, there was no water or air that came out of it. She then made a small slit at the "y" junction, as that was what she had been shown to do by another nurse previously. She stated nothing happened still. Due to the catheter being plugged, she tried to milk the catheter tubing to try to "break up" the blockage. While milking the tube, it broke. Nurse grabbed the remaining catheter so it would not migrate back up the urethra. A clamp was placed on the tubing. The dr. On the unit tried to deflate the balloon with a needle, which was unsuccessful. Patient then went to (B)(6) to urology for procedure.